Event description:
My pcp ran a blood panel called nutreval to check my vitamin and mineral absorption due to chronic fatigue, weight gain, etc. This panel also checked for heavy metals and I am positive for antimony. I have not been exposed through occupational or environmental exposure. Antimony is used in the silicone shell of my saline implants. Its the only way I could have antimony in my body. I have hypertension, gastric side effects, infertility and adult onset asthma, all side effects of antimony toxicity.